Event description:
Customer reported receiving imprecise readings on their freestyle blood glucose monitor. Customer reported receiving readings of 18.4 mmol/l, 22.4 mmol/l, and 100.2 mmol/l within 10 minutes. All tests were performed on the finger. The results when plotted on the parkes error grid fell out of range, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. It should be noted that the meter will display a hi message for any reading greater than 27.8mmol/l. A numeric value of 27.8 mmol/l then will not be displayed.